Event description:
Complainant alleges that during transport of end user while in vehicle, the seating of the wheelchair became detached from the base allowing the seating to fall over. No injuries were sustained during this incident.

Manufacturer narrative:
Affected component returned to permobil for investigation. Component will be returned to parent company for further analysis of failure. Once final investigation is completed, a followup MDR will be reported with additional details.

Manufacturer narrative:
Parent company performed an analysis of the failed component and determined the failure was due to fatigue from suspected improper use. Reports are client remained in the chair seating during transport in a vehicle. This type of usage goes against warnings in the users manual where it is stated "not to remain in seat while being transported".